Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected low battery alarm noted. Pump had cracked battery tube threads, broken reservoir tube lip, minor scratched display window and stripped battery cap coin slot (p). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. Customer stated that she received a low battery alert, replaced the battery and the pump will not turn on. The customer was assisted with troubleshooting and found that there is a crack on the top of the battery housing. Customer also mentioned that the battery cap is hard to remove. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.